Manufacturer narrative:
(B)(4). This is a report of a use error where the patient reused single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supply more than once. It indicates that the disposable set must be discarded after each use. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. There was an electricity cut and after that the patient continued the therapy with same supplies. The technical service representative advised the patient to end the therapy and to start over the therapy with new supplies after resetting the homechoice. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.